Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely calcified proximal right coronary artery (rca). The lesion was predilated multiple times with a 3.0x12mm apex balloon, inflated to 6atm for 25 seconds. Then a 1.5mm burr was used successfully to ablate the lesion. The physician attempted to place the 4.0x12mm ion stent, but was unable to cross the lesion. The stent dislodged from the delivery balloon and was located in the .proximal rca. The stent and delivery system were removed. The patient was sent for 2 vessel bypass surgery. No patient complications were reported and the patient's status is stable. The patient was discharged 10 days post the procedure.